Event description:
According to the reporter, the first capsule did not attach to esophagus and fell into the patient's stomach. A second attempt to place a capsule was done on the same procedure, but it failed to attach to the patient's esophagus as it did not detach from the delivery system. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane. The capsules were excreted by the patient. Lubrication was used to facilitate the placement of the capsule. There was no patient harm.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot #62422f) this report was previously reported under regulatory report #9710107-2024-00218 on (B)(6) 2024. Any new information received will be submitted under this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.